Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Patient now has effective therapy.